Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the reported ¿probe damage error¿ message. The probe was not found damaged. However, the device evaluation confirmed a ¿short circuit error¿ message when the jaw was closed while the seal button was activated. There was evidence of char marks on the teflon pad. The teflon pad was also observed to have melted at the distal end. The tip has 1mm portion of the teflon pad missing and not returned. The distal end of the device was further inspected under a microscope and found stains on the probe unit. No other non-conformities were observed with the device. The reporter was contacted regarding the missing portion and indicated that the 1mm piece was retrieved using grasping forceps. The most likely root cause of the reported short circuit error message is the teflon pad melting on one side, exposing metal which caused the probe and the jaw to touch each other and not fitting properly when closed. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, a probe damage error message was displayed. No patient injury occurred. The intended procedure was completed with a different but similar device.